Event description:
The patient's daughter reported that the previously working remote monitor did not power on. It was noted that the batteries leaked all over the inside of the monitor. New batteries replaced the old, and still would not turn on. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.